Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch (lss) recorded. Technical services (ts) reviewed the device data and confirmed that an automatic safety switch from bipolar to unipolar configuration occurred due to high out of range pacing impedance measurements greater than 3000 ohms. Intermittent loss of capture (loc) was observed on the presenting electrogram (egm) in the unipolar rv pacing configuration. Ts recommended in-clinic evaluation of the rv lead, including isometric testing. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside the revision procedure.